Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit were reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that the adc freestyle libre 2 sensor fell off after 2 days of wear. The customer experienced symptoms described as ¿jet lag feeling¿, shaking, and seizure, however, the customer was able to come to themselves and self-treated with coke. There was no report of third-party medical intervention. There was no report of death or permanent injury associated with this event.